Event description:
A report was received that a pt was explanted due to an infection at the pocket site. The infection was caused by a broken stitch at the incision site. The pt experienced swelling and redness at the pocket site. The physician believes that the infection was surgery-related and prescribed antibiotics. The pt is reportedly doing well.

Manufacturer narrative:
The device involved in the event were not returned to bsn for analysis, as they were discarded by the medical facility.